Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, loss of capture was noted on the right atrial (ra) lead. The physician attempted lead revision and tried to reposition the lead due to loss of capture. When repositioning was unsuccessful, the right atrial (ra) lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.